Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter had a battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at 10am. The patient stated she manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged exercising 3 years prior to the battery indicator issue. The patient also claimed she developed symptoms of "headache, blurry vision and dizzy" 5 minutes after the product issue; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter did not require a new battery. The cca also identified there was no misuse of the product, and the issue was not resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.